Manufacturer narrative:
The reported ipg was received at cvrx for analysis. Visual inspection showed no damage. Functional testing of the ipg showed the ipg was functioning as expected with no malfunctions noted. At the conclusion of device analysis, the reported event was unable to be confirmed. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient experienced a pocket infection beginning on (B)(6) 2024 including an exposed ipg relating to the surgical scab falling off. The patient was hospitalized on (B)(6) 2024. The ipg was explanted on (B)(6) 2024 with antibiotic beads in the pocket and released home with oral antibiotics. The csl remained implanted. Culture results were not available. In the opinion of the physician, the infection was related to the open wound and pocket dehiscence.

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Per the opinion of the physician, the root cause of the infection was related to the open wound and pocket dehiscence. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted, when the device analysis is completed. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient, experienced a pocket infection beginning on (B)(6) 2024, including an exposed ipg relating to the surgical scab falling off and pocket erosion. The patient was hospitalized on (B)(6) 2024. The ipg was explanted on (B)(6) 2024. With antibiotic beads in the pocket and released home with oral antibiotics. The csl remained implanted. Culture results were not available. In the opinion of the physician, the infection was related to the open wound and pocket dehiscence. As of (B)(6)2024, the infection had resolved. And a new ipg implant was planned.